Event description:
Bone biopsy instrument did not fire correctly which made it difficult to remove from the guidewire and inability to obtain the specimen. A new instrument was obtained. Product could not be kept. FDA safety report ID# (B)(4).